Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No flattened dome switches on keypad noted. The device had minor scratched display window, scratched case, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that they were having problems with the act button not working. Customer reported that the button gets stuck. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.